Event description:
It was reported the implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks for what presented as either sinus tachycardia or atrioventricular nodal reentrant tachycardia (avnrt). Programming changes were implemented. The patient was in stable condition.